Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specificaiton in relation to the reported false air in line alarm, which was confirmed through the history log. Evaluation found cracks in the tail of the upstream sensor which is a known contributor to the reported symptom. The failed upstream sensor was replaced.